Event description:
The tlc75 was used during a bowel resecetion. It was reported the device was fired across the lumen of the bowel and the staples did not form. The anastomosis was hand sewn. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: a-j45p00 b-k46k; cartridge position: loaded; drivers present in cartridge, ab-present/up; firing knob position: back/partial, back; gapspace pin condition: ab-good; hook latch position: open/closed, closed; instrument halves: joined/separate, seperated; knife condition: good; staples present? Formed/unformed, a-1 formed b-none and swing tab position: locked/unlock, ab-locked. Functional tests & results: instrument safety lockout properly, yes: staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the malformed staples. The instrument was rec'd with a reload cartridge loaded on the instrument and a fully formed staple present in the cartridge. This staple was evaluated and found to be conforming to mfg staple height and staple formation requirements. It was noted that a piece of the cartridge was missing. It appears as if the reloading technique contributed to the damage to the cartridge. The original cartridge that was shipped with the instrument was also returned. It was returned in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The formation of the staples were all found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.